Manufacturer narrative:
Approximate age of device ¿ 4 years and 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the clinic on (B)(6) 2017 with the system controller producing persistent low flow alarms, and was subsequently admitted to the hospital. The patient was reported to be asymptomatic. The lvad speed was reduced to alleviate the low flow alarm; however, the alarms persisted. A CT scan and echocardiogram (echo) revealed that the outflow graft was kinked. On (B)(6) 2017, the patient underwent successful stenting of the outflow graft. No additional information was reported.

Manufacturer narrative:
No product was returned for evaluation. The report of low flow alarms was confirmed based on the evaluation of the submitted log file; however, a specific cause for the low flow events and kinked outflow graft could not be conclusively determined. The submitted log file contained approximately 9 hours of data from (B)(6) 2017. The file was completely filled with low flow hazard alarms that occurred when the estimated flow dropped below the threshold of 2.5 lpm. Despite the observed alarms, the pump operated above the low speed limit and no other atypical events were recorded. The patient remains ongoing on pump support and no further events have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.